Event description:
The hcp reported that during a withdrawal episode, the patient was admitted to the hospital and the catheter was replaced. The drug contained in the patient's pump is morphine (25 mg/ml) delivered at 3 mg/day. The hcp reported that "each time he is admitted and treated with intravenous medications and then feels fine." Additional information has been requested, but was not available at the time of this report. See manufacturer's report #: 6000030200701589.